Event description:
Patient was full term infant born with prenatally determined trisomy 21 and meconium staining. He was determined to be in respiratory acidosis and a heart murmur was found. He was hypoxic at birth and that continued during transport to this hospital where he could be cared for. It was determined that his prognosis was stable enough to try a course of ECMO and the cannulas were inserted. Medications to sustain the blood pressure and cardiac function were started. There are two devices involved in this patient's care: medex-IV administration set and the churchill medical systems - trifurcated extension set. The luer lock portion of the medex device was found to be leaking. It was checked to determine if it was on tight and it was. The patient was on epinephrine which was leaking out of the luer lock portion. Albumin boluses were required to keep the blood pressure up until the device could be changed out. Several days later a churchill medical systems trifurcated extension tube was in place in the IV medication line. It started to leak blood, which was backing up into the tubing from a crack in the device. On the day of failure of this device the patient was removed from ECMO when it was determined that he was in florid renal failure and the pulmonary function failed to improve. The patient died soon after removal of ECMO.